Manufacturer narrative:
The device associated with this report was not returned. Although the sample was not returned, prior investigations found the root cause attributed to the raw materials used for this device were not relevant for the design requirements. The material was changed to x17u4 at the plate junction and mx455 was changed at the tip via eco 366283. Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The complaint sample was manufactured prior to the changes. First batch of new design is 5120205. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Broke during surgery - did not affect outcome.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.